Manufacturer narrative:
The nurse reported that the central nurse's station (cns) went down on its own. The nurse noted that the printer connected to it had green lights on but the cns did not. Nihon kohden technical support had her unplug the station and the monitors from the outlet for 20 seconds and plug them back in. Everything came back up and is functioning normally. There was no harm reported.

Event description:
The nurse reported that the central nurse's station (cns) went down on its own. The nurse noted that the printer connected to it had green lights on but the cns did not.

Manufacturer narrative:
Details of the complaint: the nurse reported that the central nurse's station (cns) went down on its own. The nurse noted that the printer connected to it had green lights on but the cns did not. Nihon kohden technical support had her unplug the station and the monitors from the outlet for 20 seconds and plug them back in. Everything came back up and is functioning normally. Service requested/performed: nk support advised the customer to unplug the station and the monitors from the outlet for 20 seconds and plug them back in. Everything came back up and was functioning normally. Customer was not aware of any power surges or outages that could have triggered the event. Investigation result: the root cause was determined to be an interruption of the power supply to the cns. The issue was resolved by re-connecting the plug to the outlet. There were no further issues reported. The device was in use with a patient and there was no reported harm.

Event description:
The nurse reported that the central nurse's station (cns) went down on its own. The nurse noted that the printer connected to it had green lights on but the cns did not.

Manufacturer narrative:
Additional narrative: on (B)(6) 2018 , (B)(6) reported the cns on the 5th floor went down on its own. The cns had two monitors and the printer connected to it had green lights on while the cns did not. Service requested troubleshooting/assistance. Service performed nk support advised the customer to unplug the station and the monitors from the outlet for 20 seconds and plug them back in. Everything came back up and was functioning normally. Customer was not aware of any power surges or outages that could have triggered the event. Missing information/required information the device information associated with the complaint file is not entered in the "product" field. 3 attempts were made to obtain device information from customer, with no response. Investigation result there was an interruption of power to the cns which caused the unit to go down. No power surges or outages were reported that could have triggered the event. Unknown if the cns was connected to a ups. Age and condition of the cns/ups not available. Review of tickets opened at the facility found no related issues reported. Based on the given information, the root cause cannot be confirmed. Customer reported unit was functioning normally after re-establishing connection to outlet power. Corrected information: d1. Brand name. Incorrect brand name selected. D4. Model number. Incorrect model number selected. Catalog number. Incorrect model number selected. Unique identifier (UDI) number. Incorrect UDI number selected. G4. Date received by manufacturer: should be 06/09/2018 not 07/09/2018 as listed on MDR initial report g5. PMA/510(k) number. Incorrect 510k number listed additional information: the following fields contain no information (ni), as attempts to obtain information were made, but not provided: approximate age of device. No model/serial provided so age of device is not known PMA/510(k) number. No model provided so 510k is not known device manufacturer date. No model/serial provided. Unable to determine device manufacturer date.